Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is not registered with the FDA. Therefore, (B)(4) has been listed and the (B)(4)FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd emerald¿ syringe with needle there are devices with a missing component, ¿the plunger thumb was not in many syringes.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: bd bawal has received 2 photos from the customer facility for investigation. Customer return photograph shows the evidence of presence of damage component (plunger broken) on 3ml emerald 23g syringe. Visually inspected 200 retained samples for any damage component (plunger broken) for lot# 17k2561h. No damage found. The complaint history for the lot# 17k2561h was reviewed and till date no complaint had been registered against the above lot for the defect- damage component (plunger broken). DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 17k2561h. Log sheet ¿ poly out problem, laminate & paper fusion assembly change and pouch formation problem is recorded in secondary packaging process during manufacturing of lot # 17k2561h. Stoppages ¿ double pouch problem and zigzag cutter change stoppages occurred in primary packaging process during manufacturing of lot # 17k2561h. The team reviewed the process controls of lot# 17k2561h for primary & secondary packaging process. All process controls are in place and in working condition. Also, in process inspection and quality check, no broken plunger samples had been found. There are chances that during the primary packaging process plunger might have been broken and was packaged if in unit pack if the cutter air pressure is increased. Non-CAPA corrective actions: the team has decided to put a control on the machine in the form of pressure sensor. This sensor will stop the machine if the air pressure is increased beyond 2.8 bar. With cutter air pressure = 2.8bar, if the part of the product comes in between the unit pack, the unit pack will not get separated and form as a continuous strip and will get rejected. Target completion date is 30june2018.